Event description:
Pump error, over-infusion event: this nurse had to hang a new bag of tacro. Educator nurse was called for assistance. This nurse connected tubing, reviewed medication with educator nurse and then fast primed the medication down the tube by 26ml's. This is certain because when clearing the pts pump in about 1 hr the volume of tacro was 30 ml's. Meaning 26ml's were fast primed and then 4 ml's had infused. The rate of the tacro was 4.17ml/hr. This nurse continued to clear pumps and that showed accurate numbers had been infusing. Around 0240 this nurse entered the room and noticed that the pts tacro bag was completely empty. Immediately called pharmacy and went to inform np. Pharmacy stated they did not feel they primed the tubing themselves and did not feel they underfilled the bag of tacro. Np stated tacro levels needed to be drawn. When entering room pt was in restroom. This nurse checked the pts bed and floor and no liquid looked to be spilled or have leaked. Lab levels drawn as soon as able and the np stated to stop the tacro from infusing. Tacro was stopped about 0358. The pt stated no changes physically. Pharmacy called around 0650 and the chemo pharmacist was informed of the situation. The day team doctors were also made aware and stated that we will continue to keep tacro stopped until lab tacro levels resulted. Noted tacrolimus level went from 10.7 on 2/9 to 16.1 after this dose was given on 2/10.